Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose level was 28 mmol/l at time of incident. Customer blood glucose level was 24.5 mmol/l. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that they did not allege pump was under delivering and insulin pump had battery failed alarm. Customer had symptoms like tiredness. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.